Manufacturer narrative:
(B)(4). Remains implanted.

Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. Upon polymer filling of the aortic body stent graft, infolding at the level of the sealing rings was observed due to the aortic body stent graft being a larger diameter than the vessel treatment range. The infolding remained following ballooning, and the aneurysm was successfully excluded with no evidence of endoleaks at the completion of the implant procedure. As of the date of this report, there have been no patient sequelae reported.